Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was observed during evaluation of the device. The device was configured to perform the self-test with electrode pads while the multifunction cable was connected to the test port. The device was reconfigured to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.